Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0429 showed no other similar product complaint(s) from this lot number.

Event description:
The facility has been using the power hickman for approx. 3 months and have seen 4 cases of difficulty removing the max zero cap with at least one case of hub crack. They confirmed they use alcohol with 15 sec scrub and 15 sec dry before attaching the max zero cap. The patient population are pedi cancer patients. They have been able to repair before pulling the lines. This file is being opened for the placement date of (B)(6) 2017.